Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones due to high shock impedances. A review of the daily measurements noted that the shock impedances have been increasing since the end of (B)(6) with one measurement being greater than 125 ohms. Boston scientific technical services (ts) recommended monitoring the patient. No adverse patient effects were reported. Remains in service.